Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.